Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Visual analysis of the returned device revealed that the velys saw interface left had signs of wear consistent with repeated use and service. No significant damage or visual defects that could have contributed to the reported event were found. A functional test was performed using the saw wing fixture. The assessment found that the left-sasi saw clamp lever was free to articulate without the saw wing fixture engaged. However, while conducting functional tests with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to the reported device issue. The issue related to the connection is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
It was reported that that during a total knee arthroplasty (tka) surgical procedure, it was observed that the robotic assisted saw interface device (sasi) spring was loose. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.